Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specifications. No unexpected weak battery alarms noted. Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device was received with cracked case at the display window corners, reservoir tube and battery tube threads. The device was received with scratched display window. Device was received with broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 101 mg/dl. Troubleshooting was performed. The device was returned for analysis.